Event description:
The investigation was concluded on the (B)(6) 2021, this supplement report is being submitted to include the investigation conclusions.

Manufacturer narrative:
Imdrf annex g code: g04122 - stent . 1 x zso-7-7 of unknown lot number involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. Documents review including IFU review: as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zso-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ according to the initial report the device at the centre of the complaint and the wire guide was not inspected for damage prior to use though it did not contribute to the occurrence of this event, this has been highlighted to the product manager (ref. Att. Pr308589_product manager notification). Root cause review: a definite root cause could not be determined from the available information. A possible cause of this complaint may be that the kink occurred while the stent being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the nurse tried to insert the stent in, the pigtail of the stent was kinked and the g/w could not pass. So they used another stent to finish the case. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.